Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the patient's blood glucose levels rose to 400 mg/dl while wearing the pod between 4 and 24 hours. It was noted that the pink slide did not move forward, but the cannula was visible and bent; indicating a needle mechanism failure. No information was provided on how the hyperglycemia was treated.